Manufacturer narrative:
Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. This is the reason for the material wear reported. Edge loading of the device, likely because the acetabular cup is placed more vertically than recommended, is suspected to be the root cause. Per the initial reporting x-rays are not available for examination. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Through product trending, the occurrence rate for this type of failure is known to be very small. Based on the performed investigation, product error was not identified and a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt revised for osteolysis and polyethylene wear of liner. Product received shows disassociation.